Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image was repeatedly lost during the procedure, with the screen turning black during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.